Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Jagielski, 2017 ¿ transduodenal drainage of symptomatic walled-off pancreatic necrosis in a patient with ansa pancreatica anatomic variation endoscopic treatment patient admitted with abdominal pain and fever up to 38°c. Contrast-enhanced computed tomography (cect) of the abdomen was performed and revealed a reservoir of walled-off necrosis in the pancreas head and body of 85 mm × 78 mm size. During the stay at the clinic an endoscopic transduodenal drainage was performed. Qualification for endoscopic drainage was made on the basis of clinical symptoms related to the presence of fluid collection and contrast-enhanced computed tomography. The place of fistulotomy was chosen under endoscopic ultrasonography (eus)-guidance where the distance between the collection wall and the gastrointestinal tract wall in eus did not exceed 1 cm. Enterostomy was performed with a giovannini cystostome (cystotome cst-10, wilson- cook, ireland). The stoma between the lumen of the gastrointestinal tract and the cavity of the necrotic collection was widened using an 8 mm high-pressure balloon (boston scientific, USA). Through the stoma an 8.5 fr nasocystic drain (wilson- cook, ireland) and ¿double-pigtail¿ 8 fr stents (wilson-cook, ireland) were inserted into the cavity of the collection. The necrotic collection was irrigated with saline solution (200 ml) through a nasocystic drain every 2 h during the first 48 h and every 4 h in the subsequent days. As per the intended use of the zimmon biliary stent, the device used to drain obstructed biliary ducts. This file will capture off label use of the unknown zimmon biliary stent device for necrotic collection. No adverse effects reported as occurring 65 year-old patient.